Event description:
It was reported that the patient experienced pain and soreness near the neurostimulator site following implant. The patient had been implanted two weeks prior to report. The patient had an appointment scheduled for (B)(6) 2011. The patient also experienced a burning sensation at the neurostimulator site, which was not resolving with time. Palpating caused changes in stimulation when stimulation was both on and off. Information received on (B)(6) 2011 indicated the patient saw her physician and there were no problems at that time. Additional information received reported the patient had her neurostimulator explanted due to an allergic response. The patient did not recall the date of explant.

Manufacturer narrative:
Extension model 3708140 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3778-45 lot# v495024013 implanted: (B)(6) 2011 explanted: unk; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37712 (B)(4) found no significant anomaly. The battery had reduced capacity due to overdischarge. Analysis of the extension model 3708140 (B)(4) found no significant anomaly. The extension body had been cut through, the product was segmented. Analysis of the plug model 3550-29 found no anomaly. Analysis of the lead model 377845 lot# v495024013 found no anomaly.